Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 20 x 4.50mm rebel stent was advanced to treat the lesion. However, the stent stripped off from the balloon while advancing through a possible kinked guide catheter. The entire system was removed to recover the dislodged stent. No patient complications were reported.